Event description:
It was reported by the customer that a pyxis medstation es system displayed an unexpected database error message, preventing user log in to station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section e- all accurate information has been provided within the initial MFR 2016493-2023-01022 for the required fields. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the unexpected error message was due to the station's database in recovery pending status as kb5033688 was recently installed. The technical support specialist uninstalled it, reconfigured the system applying ka 000012251 and rebooted the station. The system functioned as intended after the technical support specialist accessed the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station's database in recovery pending due to an unapproved operating system patch was installed on the station. Uninstalled the operating system patch and rebooted the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system displayed an unexpected database error message, preventing user log in to station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.